Event description:
It was reported that the Dexcom G7 continuous glucose monitor (CGM) sensor failed to pair with the iLet pump and did not complete warm-up or provide glucose readings; the user was instructed to re-attempt pairing, enter a blood glucose into the pump, and was advised on interim fingerstick blood glucose entries and contacting Dexcom for replacement. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the CGM and the iLet pump consistent with intermittent communication failure, with involvement of electrical and magnetic components including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.